Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve (tav), into an existing non-medtronic surgical valve at an implant depth of 5 millimeter (mm), a 20 mm hg gradient was observed. A post-implant balloon aortic valvuloplasty was performed with a 20 mm non-medtronic balloon to achieve post-implant expansion. It was noted the valve did not appear to be under expanded prior to the post-implant bav. After the bav, an angiogram showed evidence of a coronary occlusion. It was reported the transcatheter valve pushed the posts of the surgical valve backwards which caused the leaflets to occlude the left main coronary artery, left anterior descending artery (lad), and the circumflex coronary artery. Cardiopulmonary resuscitation (CPR) was initiated and performed for forty minutes. CPR concluded when the patient was placed on cardiopulmonary bypass; multiple percutaneous transluminal coronary angioplasty dilatations were performed. Intervention took place in the left main coronary artery and the proximal lad. A 4.0x23 xience stent was placed. It was noted the circumflex coronary artery was not rescued. The patient was removed from bypass and an intra-aortic balloon pump was placed. The patient was transferred to a step-down unit and was pronounced deceased later that evening. The cause of death was ischemia due to coronary occlusion. It is unknown if an autopsy was performed.